Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw was damaged upon initial inspection. They manipulated the hemopro 2 metal filament on the jaws and completed the case. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw was damaged upon initial inspection. They manipulated the hemopro 2 metal filament on the jaws and completed the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(6). Updated section: g4, g7, h2, h3, h10. Corrected section: h6- changed to device was discarded, h3- changed to device was discarded a lot history record review was completed for lots 25149075, 25148990 and 25148842 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. H3 other text : device discarded